Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture, however there was no asystole. An x-ray was taken and no visable changes in lead position from implant were seen. It was noted that the patient was in a car accident a few days after implant and air bags were deployed. No action was initially taken. Nine months later the rv lead continued to exhibit loss of capture, however sensing was normal and impedance measurements were within normal limits. A hemothorax was suspected. Defibrillation threshold (dft) testing was performed and a 14 joule shock successfully converted the ventricular fibrillation (vf). The device was reprogrammed to pace in the left ventricle only and the rv lead remains implanted. No additional adverse patient effects were reported.